Event description:
The complaint received from the cec adjudication minutes of a (B)(4) study indicated that the patient experienced periprocedural myocardial infarction post index procedure. The patient also had a previous pci history approximately eighteen months prior to the index procedure. No additional information regarding previous pci was provided from the site as they did not have information. At the time of index procedure, the angiography revealed three vessels diseased. The indication for the procedure was stable angina pectoris. The first lesion treated was proximal right coronary artery that was described as 25mm in length, severely calcified, class c, and de novo with 80% stenosis. The reference vessel was 3mm in diameter. Pre-timi flow was not available. As planned, the lesion was pre-dilated with two 3.25 x 20mm balloons at 20atm and a 3 x 33mm cypher rx was implanted at 14atm. As a standard procedure, the stent was post-dilated with a 3.25 x 20mm balloon at 14atm. Post-timi flow was iii. The second lesion treated was mid right coronary artery that was described as 30mm in length, severely calcified, class c, and de novo with unknown % of stenosis. The reference vessel was 3mm in diameter. Pre-timi flow was not available. As planned, the lesion was pre-dilated with a 3.25 x 20mm balloons at 14atm and a 3 x 33mm cypher rx was implanted overlapping to the initial prca stent at 20atm. As a standard procedure, the stent was post-dilated with a 3.25 x 20mm balloon at 20atm. Post-timi flow was also not available. The third lesion treated was distal right coronary artery that was described as 5mm in length, class c, and de novo with unknown % of stenosis. The reference vessel was 3mm in diameter. Pre-timi flow was not available. As planned, the lesion was pre-dilated with a 3.5 x 20mm balloons at 18atm and a 3 x 8mm cypher rx was implanted overlapping to the initial mrca stent at 20atm without any post-dilation of the stent. Post-timi flow was also not available.

Manufacturer narrative:
It was noted that the stents were deployed successfully in the prca overlapping to the distal stent with the stent in the mrca stent in order to treat the lesion. Pre-procedure, the enzymes were in normal range, but post-procedure, the troponin I peaked at 0.70 (0.15 unl). The ECG core lab reported intermittent isolated pvds, intermittent junctional rhythm, recent/acute intermittent anterolateral apical st depression, and no new q waves, noting inadequate tracing quality due to a severe artifact. As per the site, it was due to the transient slow flow post rotational atherectomy, but the elevated troponin was later diagnosed as a periprocedural pci based on the received adjudication minutes. There was no treatment given to the patient as the patient was asymptomatic. The site reported no post-procedure complications and the patient was discharged the day after on dual antiplatelet therapy. Concomitant medications at the time of mi included ace inhibitors, actos, aspirin, calcium channel blockers, plavix, enalapril, heparin, hmg coa reductase inhibitors, hctz, metformin, metoprolol, verapamil, and zocor. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00450, 3003742446-2012-00451, and 3003742446-2012-00452.

Manufacturer narrative:
Complaint conclusion: the complaint received from the cec adjudication minutes of a (B)(4) study indicated that the patient experienced periprocedural myocardial infarction post index procedure. This is a (B)(6) male patient with medical history including angina, most recent pci 1991, hyperlipidemia, hypertension, most recent mi (B)(6) 1992, diabetes mellitus type ii, smoking greater than 30 days, and allergic to penicillin. The patient also had a previous pci history approximately eighteen months prior to the index procedure. No additional information regarding previous pci was provided from the site as they did not have information. At the time of index procedure, the angiography revealed three vessels diseased. The indication for the procedure was stable angina pectoris. The first lesion treated was proximal right coronary artery that was described as 25mm in length, severely calcified, class c, and de novo with 80% stenosis. The reference vessel was 3mm in diameter. Pre-timi flow was not available. As planned, the lesion was pre-dilated with two 3.25 x 20mm balloons at 20atm and a 3 x 33mm cypher rx was implanted at 14atm. As a standard procedure, the stent was post-dilated with a 3.25 x 20mm balloon at 14atm. Post-timi flow was iii. The second lesion treated was mid right coronary artery that was described as 30mm in length, severely calcified, class c, and de novo with unknown % of stenosis. The reference vessel was 3mm in diameter. Pre-timi flow was not available. As planned, the lesion was pre-dilated with a 3.25 x 20mm balloons at 14atm and a 3 x 33mm cypher rx was implanted overlapping to the initial proximal rca stent at 20atm. As a standard procedure, the stent was post-dilated with a 3.25 x 20mm balloon at 20atm. Post-timi flow was also not available. The third lesion treated was distal right coronary artery that was described as 5mm in length, class c, and de novo with unknown % of stenosis. The reference vessel was 3mm in diameter. Pre-timi flow was not available. As planned, the lesion was pre-dilated with a 3.5 x 20mm balloons at 18atm and a 3 x 8mm cypher rx was implanted overlapping to the initial mid rca stent at 20atm without any post-dilation of the stent. Post-timi flow was also not available. It was noted that the stents were deployed successfully in the proximal rca overlapping to the distal stent with the stent in the mid rca stent in order to treat the lesion. Pre-procedure, the enzymes were in normal range, but post-procedure, the troponin I peaked at 0.70 (0.15 unl). The ECG core lab reported intermittent isolated pvds, intermittent junctional rhythm, recent/acute intermittent anterolateral apical st depression, and no new q waves, noting inadequate tracing quality due to a severe artifact. As per the site, it was due to the transient slow flow post rotational arthrectomy and it was not diagnosed as a periprocedural mi, but the elevated troponin was later diagnosed as a periprocedural pci based on the received adjudication minutes. There was no treatment given. The site reported no post-procedure complications and the patient was discharged the day after on dual antiplatelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15032859 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00450, 3003742446-2012-00451, and 3003742446-2012-00452.